Event description:
It was reported that the pacemaker exhibited an unspecified code. Subsequently a revision procedure was performed where the device was explanted and replaced. No additional adverse effects were reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that the pacemaker exhibited an unspecified code. Subsequently a revision procedure was performed where the device was explanted and replaced. No additional adverse effects were reported. Additional information was received that the unspecified code was related to the device entering safety mode. The clinic currently has possession of the device and it is not available for return at this time. If the device becomes available for analysis, the rep will send it back for analysis.